Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first and second firings were fine. On the third firing when they went to pre-load the device it only partially pre-loaded; on firing the clip did not form. All remaining clips were fired without forming. The case was completed with another device of a different product code. It was not known if a cholangiogram was done with this procedure. There were no patient consequences reported. The device has been discarded and no device will be returned.